Event description:
It was reported the ez35b was used during a not reported procedure. It was reported by the affiliate the device would not cut or staple and the staples kept falling out. There was no consequence to the pt.

Manufacturer narrative:
Damaged firing mechanism. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, 1/2 fired and cartridge return batch number, j00742. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken; condition of yoke, good and was instrument cycled, no. Analyis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissute thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.